Event description:
A respironics sales representative noted that a demonstrator unit in his possession failed to produce an audible alarm during his operational check. No patient involvement. The unit was returned for evaluation, where upon receipt, the unit was reviewed by quality assurance, service, and engineering. A quality engineer performed the initial evaluation and confirmed the complaint. The unit was then sent to service for performance and electrical testing where the speaker assembly was removed and replaced. The faulty speaker was sent to engineering for analysis where it was determined that the speaker wire broke creating the open condition.